Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had hardware low level failures alarm. Customer's blood glucose value was unknown. The customer was assisted with troubleshooting. Customer sated they did self test and appeared pump error for two times. The device will be return for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test and occlusion test. Pump error 63 alarmed during self test and confirmed in device history with variable due to broken trace at keypad assembly. Volume did not change when adjusted. Audio or vibrate anomaly or absence of alarm confirmed.